Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the downstream occlusion (dso) sensor to be corroded. Functional testing was able to verify and duplicate the issue. The dso sensor was replaced and calibrated. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette sensor was unresponsive. The event happened during testing. The device evaluation noted a defective downstream occlusion sensor.